Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope due to loss of capture on surface electrocardiogram. A device interrogation showed stable thresholds on the right ventricular (rv) lead and a chest x-ray showed that the lead was in the same place as at implant. The outputs on the lead were increased but the patient continued to experience syncope and complete heart block without rv pacing function. A lead replacement was scheduled. During the procedure, the extraction of the lead was difficult, showing that the lead had been secure in the his area. It was thought that since the lead was implanted in the his, the lead was only getting his capture and the patient had block below the level of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.